Event description:
Purchased amo contact solution for intermittent use. After rinsing and storing my contacts in this solution, I would subsequently have eye distress requiring medical attention, which would clear with steroid/antibiotic treatment. Condition would clear up until I was at location that I had amo solution and problem would recur. A culture was never taken by 2 drs seen and a firm diagnosis was never made. Dates of use: cleaning/storage of contacts - intermittent use. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.